Event description:
It was reported that during a transcatheter procedure involving the harmony-25 valve and the harmony¿ delivery catheter system (dcs), the physician missed the landing zone during deployment. When attempting to recapture the valve into the introducer sheath, the sheath started to "accordion", preventing recapture. The valve could not be retrieved after the sheath accordion. The depth of implant was noted as a contributing factor to the event. A new harmony-dcs was used to successfully withdraw the valve. No patient complications have been reported as a result of this event. Additional information was received which clarified that the physician pulled back on the dcs and pushed the non-medtronic sheath forward in attempt to resheath the valve. However, during this process, the sheath began to accordion. The valve was unable to be fully resheathed; the dcs was withdrawn from the patient with a portion of the valve frame exposed. After the system was withdrawn from the patient, a second system and valve were used for successful implant.

Manufacturer narrative:
Image review: only one image was provided, but according to the report the valve was intended to be recaptured during the deployment; however, this maneuver is listed as a warning or precautions in the device instructions for use (IFU). Retrieving the valve is considered a bailout. The harmony tpv 25® and harmony delivery system are both single-use devices. To use a new one was according to the IFU. Updated data: b5. Added second paragraph. H6. Corrected data: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID harmony-25 (serial: (B)(6)); product type: 0195-heart valves; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the harmony-25 valve and the harmony¿ delivery catheter system, the physician missed the landing zone during deployment. When attempting to recapture the valve into the introducer sheath, the sheath started to "accordion", preventing recapture. The valve could not be retrieved after the sheath accordioned. The depth of implant was noted as a contributing factor to the event. A new harmony-dcs was used to successfully withdraw the valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Conclusion: the image provided did not capture the reported positioning difficulties and resheath. Various potential factors that can influence positioning difficulty include substantial variability within the native right ventricular outflow tract (rvot) space, the anatomy landmark visibility can be challenging due to imaging angles, large anatomical variation between patients regarding size and morphology and several others. Per the instructions for use (IFU), ¿during deployment, the dcs can be advanced or withdrawn prior to the outflow struts protruding from the capsule. Once the tpv struts contact the anatomy during deployment, it is not recommended to reposition the device. Advancing the catheter forward once the tpv struts make contact with the anatomy may lead to an undesired deployment or may cause damage to or failure of the tpv and injury to the patient¿. There was no information to suggest a failure to meet manufacturing specifications was related to these events. Updated: d4, h4, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the harmony-25 valve and the harmony¿ delivery catheter system (dcs), the physician missed the landing zone during deployment. When attempting to recapture the valve into the introducer sheath, the sheath started to "accordion", preventing recapture. The valve could not be retrieved after the sheath accordioned. The depth of implant was noted as a contributing factor to the event. A new harmony-dcs was used to successfully withdraw the valve. No patient complications have been reported as a result of this event. Additional information was received which clarified that the physician pulled back on the dcs and pushed the non-medtronic (dryseal) sheath forward in attempt to resheath the valve. However, during this process, the sheath began to accordion. The valve was unable to be fully resheathed; the dcs was withdrawn from the patient with a portion of the valve frame exposed. After the system was withdrawn from the patient, a second system and valve were used for successful implant. Additional information was received to report the right pulmonary artery wire was used during valve positioning/deployment. It was noted no anatomical factors contributed to the deployment/positioning issue; rather, the landing zone was underestimated.